Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s spinal cord stimulator was malfunctioning. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4). Description: linear st lead, 50cm model #: sc-2218-70 serial #: (B)(4). Description: linear st lead, 70cm model #: sc-4316 lot #: (B)(4). Description: next generation anchor kit sterile.

Event description:
A report was received that the patient¿s spinal cord stimulator was malfunctioning. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that the patient¿s spinal cord stimulator was malfunctioning. The patient will undergo an explant procedure.